Event description:
It was reported that patient was revised on a right hip due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat.no.: 4845-7-114, anato stem sz 4 right neut, lot code: 45028801. Cat.no.: 542-11-54f, trident psl ha cluster 54mm, lot code: mnjl99. Cat.no.: 623-00-36f, trident 0° x3 insert 36mm ID, lot code: mnjma9. Cat.no.: 6570-0-536, delta v-40 ceramic head 36/+2,5, lot code: 47105102.at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Corrected lot number based on additional information, as the as reported lot code was determined to be invalid. The patient is (B)(6) in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient was revised on a right hip due to infection.